Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0211619v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3387-40, lot # j0216930v, implanted: (B)(6) 2002, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
The friend or family member of the patient reported that the ¿wire¿ broke ¿about a year before the stimulator was replaced,¿ but they could not remember what year that was. It was stated that the healthcare provider (hcp) wanted to use a heart monitor because the patient's heart rate was low and their temperature was low with it "down to 90" so they turned both stimulators off. When both stimulators were off they expected the patient to have a return of symptoms such as shaking, but the patient did not shake like they normally would, with them not shaking since they were turned off 4 days prior date notified. Follow up information received from the hcp reported that the patient is scheduled immediately within 1-2 weeks. The patient's indication for implant is movement disorders.